Manufacturer narrative:
(B)(4): the intraocular lens (iol) was received for analysis, the diopter measured 20.0 and is correct as labeled. The iol met all specifications for optical properties. A review of the implant database shows the initial implant was replaced with a 21.5 diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is contained in this report.

Event description:
A surgeon reported the multifocal intraocular lens (iol) was explanted without patient injury 3 weeks after initial implant. Reason stated was improper iol power.